Event description:
Customer reported that the insulin pump's reservoir was leaking. Customer reported that the display screen was flickering and the insulin pump began to make screeching and beeping sounds. Customer reported that the display switched screens without being prompted. Customer reported that the lower o-ring was hanging and about to fall off. Blood glucose level was 270 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit alarmed button error and had no button response due to moisture damage on keypad traces. No flickering display anomaly, audio/beep anomaly or scrolling screens noted. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test due to no button response. Unit had moisture damage on electronic assembly and on motor. Unit had cracked case at display window corner and cracked reservoir tube lip.